Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. Since the stent delivery system was not returned for investigation, it was not possible to perform a thorough analysis of the product, which may have aided in determining a cause for the reported difficulty. The inability to deploy the stent can be affected by numerous factors including, but are not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. To ensure that this type of occurrence is not a result of a potential manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, deployed stent outer diameter and uniformity of expansion. Without the product to examine, a conclusive cause for the inflation issues/difficulty deploying the stent could not be determined. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for failure to deploy for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information indicates that the stent system could not cross and there was no attempt to deploy the stent.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the left anterior descending artery, deployment of the promus stent system was initiated but the stent did not deploy. The physician attempted to deploy the stent for 12 minutes without success. The procedure was stopped because too much contrast had been given to the patient. The patient was brought back to the cath lab two days post procedure for successful balloon angioplasty and the procedure was completed. There was no reported adverse patient effect. Though requested, no additional information was provided.